Event description:
Patient rolled out of bed when bed rail failed. She hit her head and had a large hematoma to her forehead. She did not lose consciousness. She was sent to the emergency room for evaluation of head injury. On (B)(6) 2006. Patient expired on (B)(6) 2006 11:05 am. It is not known if the head injury contributed to her death.